Event description:
It was reported that when the patient was recently seen, their battery status was found to have rebounded to full battery. No other relevant information has been received to date.

Event description:
Internal data from the generator was received and reviewed. During the first 7.5% of the battery life, a 0.5 v off-set is added to the measurement in order to compensate for internal battery impedance at the beginning of life (bol). With the bol high battery impedance (which is not to be confused with high impedance), the battery status indicator is expected to return to the expected battery status indicator without any significant programming changes. The battery voltage is expected to rebound at approximately 10% or higher (up to 15%) of battery consumption. This is consistent with the data received on the patient's generator. No additional relevant information has been received to date.

Event description:
Internal data from the patient's generator for (B)(6) 2019 and (B)(6) 2019 was received and reviewed. From the parameter list the battery voltage on (B)(4) 2019 is 2.760 v in green meaning that there is 25% remaining, but the percent of battery capacity used was 8.246% meaning that there should be about 91.754% remaining. On (B)(4) 2019, the percent battery capacity remaining using history was 91.755 and the percent battery capacity remaining using vbat was 12.624. Per the equation, vbat = 3.518778 + (91.755)*0.44567 = 44.411 versus 12.624 measured ¿percent battery capacity remaining using vbat¿ on the decoder. Since the measured vbat on the decoder is lower than what the formula gives, the device is below the 95% prediction interval and this is evidence that the battery is depleting faster than expected. No other relevant information has been received to date.

Manufacturer narrative:
Corrected data, initial report: unique identifier # field inadvertently not completed.

Event description:
Patient data pulled from the physician's tablet was received.

Event description:
Physician reported that the patient¿s battery was depleting faster than expected. A design history records review was performed and the device passed all functional specifications. No additional relevant information has been received to date.